Event description:
During a routine hemodialysis treatment, the post filter cap came off due to operator error. Blood continued to pump out of the port until the cycler was stopped, resulting in an estimated blood loss of 480cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the reported blood loss to user error, as the operator failed to tighten and clamp the post filter cap port as directed in the user's guide. Facility staff has provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.